Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release (qr). The blood glucose (bg) level was 344 mg/dl and the patient got treated with insulin pump. No further information available.